Event description:
Patient was submitted on (B)(6) 2007 the implantation of an inflatable penile prosthesis 700 in the (B)(6) hospital with the doctor. Today he present thinning in the penis and inflated implant without axial stiffness, fold in half. Penis not functional. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.